Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported case melted which was observed only during visual inspection. The rear case was found to be melted around the battery contact plates. Internal inspection found the radio pcb to be heat damaged due to fluid intrusion. Due to the extent of damage, the device has been rendered irrepairable.

Event description:
It was reported that a spectrum pump case melted. It was also reported there was no patient injury.